Event description:
During baxter's functionality testing it was found that a spectrum pump did not detect a upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified undetected upstream occlusion alarm was confirmed and reproduced during functionality testing. The specific cause was undetermined. The upstream sensor was recalibrated to ensure proper occlusion detection.